Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2015 with blood glucose of 19 mg/dl. Customer had seizures after going to bed and was taken to the hospital via ambulance. Customer not wearing her sensor and was not alerted that blood glucose was dropping. Customer was hospitalized due to low blood glucose. Customer was wearing insulin pump at the time of hospitalization.